Event description:
A report was received that the patient was experiencing pain at the ipg site. Flector patch samples were provided to the patient. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction.

Event description:
A report was received that the patient was experiencing pain at the ipg site. Flector patch samples were provided to the patient. The patient will undergo an ipg replacement procedure.